Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and confirmed that x-ray delay problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was due to host pc has it was not booting up properly. To resolve the issue, the fse replaced the host pc and reinstalled the full software. The defective part was sent for analysis, for host pc failure was observed and the failure was found to be wrong dimm installed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's host computer was unable to boot properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.